Event description:
Mentor smooth round spectrum saline breast implant deflated. This is the second implant during reconstructive surgery at md (B)(6), same brand same type, that has deflated. This is going to require me having another surgical procedure under general anesthesia to remove this defective implant. I need to know if there's a recall on this product. I missed work back in 2016 and had to undergo additional surgery to remove the first deflated implant and had to pay out-of-pocket expenses related to that. This is the second time now I'm going to have to miss work and have to pay out-of-pocket for surgery for breast reconstruction. The implant is still inside of me. I have surgery scheduled for (B)(6) 2025 with a new surgeon. Pt: 1924. Device: 1149. Reference report: mw5178283.